Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose with orange juice and crackers. The customer went through an airport scanner with their insulin pump and felt the low blood glucose as they were waiting for their flight. The customer was assisted by paramedics, but was not transported to a hospital. The customer was assisted with checking their insulin pump settings, but found no anomalies. The customer was advised to speak with their healthcare provider about the cause of the low blood glucose. The customer stated that they were bleeding from the infusion sit, but the customer refused to take off the set. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.